Event description:
Two saline mentor smooth round high profile breast implants, catalog number 3503250, lot numbers 6509443 and 6451277 were received by the mentor failure analysis lab for evaluation. Since both devices were received damaged, and no clarifying information received, both devices were evaluated and will be conservatively reported. See manufacturer report number 1645337-2025-03907 for lot 6509443 evaluation.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm hps dv 250cc breast implant was found to have a tear within shell abrasion measuring approximately 1.1 cm on the posterior view. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. A manufacturing record evaluation was performed for the finished device 6451277 number, and no non-conformances were identified. Manufacturing date: mar/01/2011. Expiration date: feb/28/2015. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).